Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported prob could not be duplicated. The device was put through extensive testing without duplicating the malfunction. A system interconnect cable was replaced as a precaution. The device was recertified and returned to the customer. No trends is associated with reports of this type.